Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolyzing anemia with a possible relationship to the impella device used: suspected hemolysis and anemia due to impella per peripheral smear and hematologist/oncologist doctor. It was reported that the patient/event had not recovered/not resolved. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis has been completed. No product returned. It is unclear at what time during support the hemolysis started. Data logs showed no abnormalities. No motor current spikes were noted. The cause of the hemolysis is not determined due to lack of clinical details and no product returned. B.2 revised selection since the initial manufacturer device report number 1220648-2024-25088 was submitted as no known intervention was noted. B.7 information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25088 and was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25088 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.2 revised as study selection was missing from initial manufacturer device report number 1220648-2024-25088. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2024-25088 and a new code was added.